Manufacturer narrative:
Reporter is jnj representative. Investigation summary: investigation flow: device interaction/functional visual inspection: the handle with mini quick coupling (p/n: 311.01, lot #: 6064774) was returned and received at us cq. Upon visual inspection, no issues were observed with the returned device. Functional test: a functional test was performed during service and repair evaluation. The device failed to operate smooth and non-binding through the entire range of operation and the bid do not engage. The complaint can not be replicated with the returned device. Service and repair evaluation: upon routine inspection the screwdriver handle will not engage on the screwdriver shaft to keep it in place. The repair technician reported the device bit does not engage. Supplier unable to repair is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed . Complaint was confirmed. The device received failed functional test. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the handle with mini quick coupling (p/n: 311.01, lot #: 6064774). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 311.01, synthes lot # 6064774, supplier lot # na, release to warehouse date: jan 16, 2009, manufactured by synthes (B)(6), no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon routine inspection the screwdriver handle will not engage on the screwdriver shaft to keep it in place. There was no patient involvement. This complaint involves 1 device. This report involves 1 handle with mini quick coupling. This report is 1 of 2 for (B)(4).